Event description:
A user facility biomedical technician (bmt) reported the blood pump rotor damaged the blood pump tubing and wanted to get the blood pump rotor replaced. Upon follow-up, the bmt stated the blood pump rotor of the machine, a fresenius 2008t machine, cut open the blood pump tubing and caused a blood leak to occur. The bmt stated the rotor sleeves around the pins were loose and slipping off and causing the blood pump to cut the tubing. The bmt also stated that fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The bmt was unable to report how long into treatment the event occurred. Per bmt treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the machine was repaired using a spare rotor taken from a different clinic, and the machine has been placed back in service. The bmt stated the component was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.